Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the device was explanted. Further information was requested but not received.

Manufacturer narrative:
Additional information: the reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation revealed that the estimated battery longevity had decreased from 5 years to 1 year within a year. Premature battery depletion was suspected. No interventions were reported, and the issue will continue to be monitored. The patient was stable.